Event description:
Allegedly, the patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2014-01385. Investigation not complete; supplement will be filed upon investigation completion. Trends will be evaluated.